Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: migration, occlusion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent an endovascular treatment of a type b dissection using gore® tag® conformable thoracic stent graft with active control system and gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) and non-gore device (petticoat device). After the non-gore petticoat device was implanted, when the delivery catheter of gore® tag® conformable thoracic stent graft with active control system (tgmr313120j) was inserted and advanced using a gore® dryseal flex introducer sheath (dsf2233), the non-gore petticoat device was migrated. Dsf2233 was changed to dsf2265 and tgmr313120j was re-advanced. Tgmr313120j was implanted in zone 2 and it was punctured from the left subclavian artery lsca) and the punctured hole was expanded. Then, a ballooning was performed to the proximal of tgmr313120j using a gore® tri-lobe balloon catheter. There was no endoleak. Afterward, vbx device was deployed in lsca through the hole of ctag by ribs (retrograde in-situ branched stent graft) technique with that the gore® tri-lobe balloon catheter was not pulled down and kept in the proximal of tgmr313120j. Then, the gore® tri-lobe balloon catheter was attempted to remove, but it was not able to remove because it seemed that vbx device was deployed in the gore® tri-lobe balloon catheter. The gore® tri-lobe balloon catheter was able to be removed with rotating, moving back and forth and using a snare catheter and a balloon catheter. Tgmr313120j and vbx device was moved when the gore® tri-lobe balloon catheter was removed and a proximal type I endoleak was observed. Tgmr313115j was additional implanted proximally and lsca was embolized. Vbx device was secured in between tgmr313120j and tgmr313115j. The proximal type I endoleak had disappeared. The patient tolerated the procedure. The physician stated that it should have been vbx device had been deployed after the gore® tri-lobe balloon catheter had been pulled down enough.

Manufacturer narrative:
Emdr section h6, codes d15 and d12 were updated to d11 and d1002 reflecting results of investigation.